Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare professional has described the opacification as "unusual." The healthcare professional further explains that the development of opacification "creates a rough central sheen, is unaffected by 6 weeks of topical steroid and can not be changed with gentle yag to the surface. It appears to be a change to the front of the iol and into the substance of the lens." The patient's vision was noted to have been adversely affected by the development of opacification. The iol explanation procedure was attended by a representative of rayner's (B)(4) distributor. As a result of the patient having previously undergone a posterior yag capsulotomy an anterior vitrectomy was required, the healthcare professional confirms the anterior capsulotomy was intact. An alcon ma60 iol was implanted successfully in the sulcus during the explantation procedure. The explanted iol has been returned to rayner for analysis. As this report pertains to the development of opacification the lens has been sent to an independent third party laboratory for analysis. The independent laboratory analysis will include structural and ultrastructural analysis (light microscopy, scanning electron microscopy and energy dispersive x-ray fluorescence spectroscopy (edx). The results of the device analysis performed will be provided in a follow-up report.

Event description:
Rayner intraocular lenses limited received notification from an (B)(6) healthcare facility of an event that occurred following implantation of an unspecified rayner iol. The event description provided states that opacification has developed post-operatively on the front surface of the iol.